Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was not able to verify or duplicate the reported issue. Preventive maintenance was performed as per manual. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.